Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the patient¿s pump was replaced because she had a seroma over the pump pocket. No further complications were reported/anticipated.